Event description:
Healthcare professional reported left side "capsular contracture" baker grade IV, "prominent radial folds" of a "texturized" product, "mastalgia" and "breast deformation". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture baker IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker IV, texturized implants, mastalgia, prominent radial folds and breast deformation.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, yellow particles on the surface of the shell, deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Event description:
The device has been explanted.